Event description:
Patient called to report product issues with his abbott freestyle libre 2 meter and sensors. Patient stated that the sensors are giving inaccurate readings with way too much variation. Patient said the alarm went off indicating a low and was reading 52, but when he checked his blood sugar with his test strips it was 92. Patient stated he called abbott and explained the issue to them, and they sent him new sensors, but stated that abbott refuses to send the sensors on ice. Patient stated that the hot temperatures of being shipped in boxes and sitting on hot ups trucks might be causing the sensors to be faulty or become defective. Patient stated his doctor confirmed the meter is calibrated and it seems the sensors are the bigger issue, but it's a new device for him and he's not sure if the meter is also causing him problems. Patient stated that in the manual it says the sensors should not be in excessive heat. Patient stated he's very concerned using this device with the inaccurate readings.